Manufacturer narrative:
Based on the claim against the product by the customer noting staff was experiencing a non-recoverable 319 error on arm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. Fse replaced set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. The unit was returned, however, at this time, the evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted/converted after the start of the procedure due to non-recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, staff was experiencing a non-recoverable 319 error on arm 4. Staff rebooted the system with no change. Clinical sales associate (csa) believes they disabled arm 4 and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was converted to a laparoscopic procedure. The patient tolerated the conversion well. There was no harm or injury to the patient. The surgeon used the existing ports without expanding them.

Manufacturer narrative:
The proximal set up joint (suj) was analyzed and failure analysis investigations were not able to reproduce the reported issue. The unit was installed on the system and no errors were triggered. Unit was tested on the testing machine and failed for fiber power test. A golden fiber cable was installed and the suj passed all test. The original fiber cable was re-installed, and the fiber power test failed again.

Event description:
Refer to h10/h11 for follow-up information.